Manufacturer narrative:
Corrected adverse event problem from "device remains activated and "peeled" to "thermal decomposition of device". Internal complaint number: tw #(B)(4). The device was returned to the factory on 01/22/2020. An investigation was conducted on 03/05/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and tissue was observed on the heater wire. The heater wire was observed to be flexed and bent away at the center of the hot jaw remaining attached at the base, but detached at the tip. There was no observations indicating burn of the device. The clear silicone on the tip of the cold jaw was observed to be peeled away, exposing the metal tip of the jaw with no detachment. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "thermal decomposition of device" was not confirmed, but was confirmed for the analyzed failures "material twisted/bent wire " and "peeled jaw". Specific actions for the analyzed failures "material twisted/bent wire " and "peeled jaw". Are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated and insulation completely gone after it was inspected by the user. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 overheated and insulation completely gone after it was inspected by the user. A replacement device was used to complete the procedure. The hospital did not report any patient effects.